Manufacturer narrative:
(B)(4). The manufacturer technical support specialist reviewed the logs on 06-jan-2016 and the results were: 'on (B)(6) 2016, the system is powered up at 3:22:42 pm, and shut down at 3:37:02 pm. A perfusion screen is never opened on (B)(6) 2016, but the provided picture shows a perfusion screen open and the time is 12:01:15. There is no indication on (B)(6) 2016 that red x¿s would have been displayed, or that ¿batteries cannot be charged¿ (also in the picture) would have occurred.' This complaint is related to cr-60837, cr-60917, cr-60929 / medwatch #1828100-2017-00035, 1828100-2017-00037, 1828100-2017-00038.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the message 'battery cannot be charged - full back up may not be available' occurred. The product was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the screen shot of the ccm showed a posted status message. The message was "battery cannot be charged - full backup may not be available". This can be due to a failure of the battery system due to age or user not following battery charging requirements. In this case, the message was posted and there could have been less than the specified 60 minutes of battery life, but since ac power was not lost there was no need to switch to battery during the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The complaint was confirmed. Per subsidiary, the parts will not be returned for evaluation. They already purchased network interface card (nic) cable and service engineer completed replacement onsite. The unit is operating to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected information: data logs were reviewed on 12-jan-2017, not 12-jan-2016 as initially reported.